Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a pacemaker replacement procedure, the pacemaker involved in this MDR report was implanted without any reported anomaly. However, during the post-implantation follow up, a high impedance was observed in the ventricular channel. The pacemaker pocket was opened and the lead was taken out from the pacemaker port; however, no anomaly was noticed when the lead was measured by a psa. The lead was reinserted fully into the port and the screwdriver was turned clockwise again at the ventricular setscrew. The programmer was used to measure the ventricular side impedance; however, the warning related to high impedance was still displayed. Therefore, a new device was implanted and normal operation was observed with the new device. Reportedly, the pacemaker setscrews were manipulated after explantation.